Manufacturer narrative:
A review of the manufacturing records for the reported lot number indicated all device specifications and quality requirements were satisfied. The reported defective device has been returned to the manufacturer for evaluation and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported by the user, a patient of unknown age and gender presented for an angioplasty procedure. After multiple successful inflations, at the completion of the procedure, the treating physician went to remove the profiler balloon from the patient via a 6f sheath. The physician removed the balloon and sheath together without further complications. There was no report of harm or injury to the patient due to this product problem. The reported defective device has been returned to angiodynamics for evaluation.